Event description:
It was reported that during implant of the implantable neurostimulator (ins) there was a setscrew issue. Specifically, the lead was finally able to be inserted into the header block (saw the blue tip at the end) but once the setscrew was tightened down the lead would pull out slightly. It was observed that the healthcare professional (hcp) backed the setscrew out a ¿little bit¿. There was only device available in the or. The physician told the patient that they were ¿99% sure¿ the device would still work. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Omitted information related to pe (B)(6) regarding the patient¿s never having effect issue].

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).